Event description:
Boston scientific received information that this right atrial lead was failing. This right atrial lead was abandoned surgically. No adverse patient effects were reported. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.